Event description:
Caller reported a malfunction on the pump. There was no reported impact to the customer¿s blood glucose level as it was unknown or declined to answer. Customer was instructed by technical support to put the pump into storage mode prior to returning it and acknowledged all necessary steps. Technical support confirmed the shipping address and sent a replacement pump, advising the caller on actions to take upon receipt.